Event description:
The manufacturer received information alleging there were no values reading on a trilogy ev300 device. There was no patient impact. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy ev300 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the dyn c, dyn r, dyn pplat, and autopeep were registering two dashes (--) on this device. The manufacturer's service technician evaluated and determined the values from the dual limb sensor doesn't populate on the screen due to the system printed circuit assembly board (pcba) failing on the device. In conclusion, the system pcab needs replaced to address this issue. Additionally, during the service of the device, the pm kit replaced for contamination of the in-line proximal filter, which was unrelated to the reportable issue. The service technician recommended that the customer to do a calibration every time a circuit is connected or replaced on the ventilator after repair.